Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for use. However, during the procedure, the balloon shaft fractured into two pieces into nearly half of the body. It was identified immediately, and the fractured segment was found outside the body. The balloon remained within the catheter inside the patient's body and had not yet reached the location of the coronary artery lesion. The device was completely removed, and the procedure was completed with a different device. No patient complications were reported.